Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Our evaluation of the misplaced implants was inconclusive due to no case logs from the procedure being provided. The description provided states that while using the intra-operative workflow on excelsius gps, two implants were misplaced which required the user to remove and replace them under a new navigated registration. Upon replacing the implants, it was noted that no adverse effects to the patient were reported. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained.